Manufacturer narrative:
The sample device was returned to argon from sterilization on 1/17/2020. Investigation is in progress. Follow-up report will be provided by 2/14/2020.

Manufacturer narrative:
Sample device was received from complainant and sent out for sterilization by argon medical on 1/6/2020. Device has not yet been returned for evaluation. Follow-up report will be provided with additional information once investigation has been completed. Expected due date is 1/27/2020.

Event description:
Physician intended to use a micro introducer kit. It is reported the mis 7f07 had a defective needle hub. The hub of needle has cracks and fluid leaked out of the needle hub during tumescent infiltration, and the needle also allowed blood to leak back out of hub cracks during venous access. A second mis 7f07 was used and had cracks in the needle hub. The blue dilator hub broke off inside the white introducer sheath when the physician tried to remove it from the white sheath. Physician was able to remove the blue dilator from the vein. A new kit was opened to complete the procedure. No injury reported.

Manufacturer narrative:
Two arterial needles, a dilator sheath and dilator hub were returned for review. The dilator hub was confirmed to be detached from the sheath. The two arterial needles were examined and both exhibited a small crack that when tested did confirm leakage. The most likely cause of the cracks appears to be excessive force being applied to the hub of the needle. Since this issue may be related to the user environment, there will be no corrective action taken. However, the root cause of the hub detachment from the sheath has been traced to the molding process in the manufacturer facility. The issue originated from the over molding process being run on the low end of the specified temperature range resulting in an inadequate bonding of the components. An engineering study was performed to demonstrate that a higher temperature will improve the hub-to-tubing bond strength. Plans for a full validation to establish the optimized upper, lower, and nominal process settings will follow. A CAPA has been opened to address the corrective action, reference (B)(4).